Event description:
Reportedly, the following occurred: a portion of the small bowel was identified and appeared to be in jeopardy and this was resected between gia staplers and utilizing a ta to close it. This had to be repeated, as the initial firing of the gia stapler did not have complete closure of the staple line. However, at the completion, the anastomosis was felt to be secured. Peritonitis. Re-op 06/01/2006, anastomotic leak. Re-op 06/07/2006 peritonitis plus leaking.

Manufacturer narrative:
Tracking no: us200606-1071. Initial/final sent to FDA on 06/19/2006. Product will not be returned.